Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 26mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer trevisio intravascular delivery system. During deployment it was noted that there was air entrapped in the loader of the delivery system. The delivery system was removed from the patient and replaced with a new 12f amplatzer trevisio intravascular delivery system. The user believed the connection between the touhy-borst and the loader was not sealing correctly, which allowed air to enter into the system in that location. There was no leak noted in the delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of air entering through the hemostasis valve was reported. The device was received for examination and loader and sheath were visually examined and the sheath was found to have a kink testing upon return to abbott. All components were connected and submerged under water and flushed with air to check for leaks, and no leaks were found on any connection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.